Manufacturer narrative:
(B)(6). On 06/22/2016 a medtronic representative, following-up at the site, reported the surgeon had performed a septoplasty prior to the procedure, subsequently, when the surgeon went to perform the fusion, there was a prior incision. The surgeon was unable to get tracking and abandoned navigation. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, their navigation system was unable to verify the straight suction or their 90-degree suction instruments. They had successfully registered the patient, verified the registration probe, however, were unable to verify other instruments. The site was reading at interference values of 3.5 or greater. Patient tracker showed green status. In trouble-shooting, the site removed a nearby IV pole and anesthesia christmas tree. Values dropped a little, however, not enough to verify. Confirmed operating room (or) lights were greater than 3 feet away from the surgical area. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative observed several cases with the surgeon and found the cause of the reported issue was related to user technique. The medtronic representative re-trained the surgeon on site and reported the issue was resolved.